Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was as high as 274 mg/dl and a manual injection was administered to address the bg level. The customer would perform cartridge and infusion set site changes to resolve the past occlusion alarms. A system check was performed using the current supplies and the pump performed as intended. The customer's clinical diabetes specialist reported the customer was not wearing the pump in a case. A case was to be sent to the customer by tandem technical support to prevent abrupt temperature changes to the pump.